Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the endotracheal tube had a cuff leak. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Manufacturer narrative:
Additional fields: the name of the initial reporter has been added. Device evaluation: the sample was received with signs of being used. An inflation/deflation test was performed and the reported event was confirmed as it deflated immediately. A visual inspection was performed and it was observed that there was a cut in the inflation line. We are unable to determine the cause for this specific event however; the failure mode is not confirmed as related with the manufacturing process. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the process. A device history record review was performed; all records indicated that the product was released accomplishing all quality requirements. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of tube cuffs leaking. The customer reported a small leak from the cuff so the tube was changed. No further patient complication was reported.